Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter had a melted and black display. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient manages her diabetes with insulin through pump therapy. It is not known if the patient made changes to her usual diabetes management routine. The reporter claims the patient felt symptoms of "low blood sugar" possibly after the start of the alleged issue. The patient ate food and/or drank a beverage as treatment. The patient obtained a blood glucose result of "167 mg/dl" with another device. There was no indication of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury possibly after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.